Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level of 400 mg/dl and insulin pump had motor error. The customer did report symptoms or treatment as a result of high blood glucose level. The customer stated that they were able to rewind the insulin pump. The customer reports no delivery alerts during bolus. The drive support cap appears to be normal. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.